Event description:
It was reported that an unknown plate and screws due were to be removed due to the presence of infection on (B)(6) 2013. The explant surgery took place at the oral surgeon office and not in hospital facility on (B)(6) 2013. The surgeon reported patient was initially treated for a left mandibular angle fracture, status post assault, on an unknown date and was implanted with a unknown superior border type plate and an unknown quantity of unknown screws by another surgeon at another facility. The date of hardware implantation is unknown. Patient reported to explant surgeon he had left facial swelling and that two screws had already come out on an unknown date. The explanted hardware will not be returned for evaluation. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown screws. Investigation could not be completed and no conclusion could be drawn. The device was not returned and part and lot numbers were not provided.